Manufacturer narrative:
(B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned partially attached to the device. It was also noted that the device returned without the over-sheath. Microscope examination was performed, and it was observed that the first activation had been performed. The welding ball was not inside of the clip assembly, indicating an evidence of a partial deployment. It was possible to observe that the bushing had a deformed double crimp marks. No other issues with the device were noted. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was unpacked and the clip was extended from the over-sheath; however, the tip of the clip was loose and was limply hanging at the tip of the catheter. It was also noted that the clip could not be opened. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results showed that the bushing had evidence of a deformed double crimp marks; therefore, this is now an MDR reportable event.